Manufacturer narrative:
The smiths medical pump was returned for analysis and it was found to have been in good physical condition. The pump was found to be displaying "battery removed" alarm message when a start button is pressed during the investigation. It was found that the pump's ground shield is bent and shorts to the microprocessor unit board. The analysts re-positioned the pump's ground shield which solved the issue. It is unknown what caused the issue.

Event description:
Information was received indicating that a smiths medical cadd legacy pump was presenting with a constant low battery error. This issue occurred during testing. There was no patient present at this time. There were no adverse events reported.